Manufacturer narrative:
Medtronic received additional information that the reason for replacement was significant systolic anterior motion and moderate-severe mitral regurgitation observed on post-repair transesophageal echocardiogram (tee). The physician stated that there was no malfun ction of the annuloplasty ring itself. No additional adverse patient effects were reported. A4: patient weight added h6: coding updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34 mm mitral annuloplasty ring, it was explanted and replaced with a non medtronic product. The reason for the replacement was not reported. No additional adverse patient effects were reported.